Event description:
The customer returned the deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated a chipped and cracked objective lens adhesive. There was no patient involvement. ¿

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, the most probable cause is traced to component failure of the adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.